Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes provided state that there were no intra-op complications. Revision operative notes state that the bearing was fractured. The knee was noted to have good femoral and tibial patellar components and opted not to revise. Removed fractured poly and placed new size 12mm that gave good stability. Office follow up notes states that patient continued to have pain, swelling as well as popping and stabbing on occasions and continues to have problems with walking and limping. Instability in mid-flexion and flexion. Review by nursing team stated that x-ray images will not be submitted to mmi for review as it is known intraoperatively that the poly device was fractured. Further submission of images will not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right knee revision 13 years post implantation due to pain, instability, swelling, and difficulty ambulating. It was noted that the poly post had fractured.